Manufacturer narrative:
Investigation description: alert 41 complaint was confirmed and duplicated. The device was opened for inspection of internal components, and a broken leadscrew was found. The leadscrew will need to be replaced during refurbishment.

Event description:
It was reported that the user received repeated restart 41 alerts indicating an insulin absolute range error on an ilet device and was unable to complete a restart or a successful dry run despite following instructions, while using a 6 mm cannula. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery with the user reverting to backup therapy. Investigation included technical support-led troubleshooting and education, review of device alert history, and arrangement for device replacement with return of the original device for evaluation. Investigation of this case revealed a device malfunction consistent with an insulin delivery fault as indicated by the restart 41 alert and unsuccessful restart attempts. It was concluded that the device malfunctioned and replacement was warranted pending further evaluation of the returned unit.